Event description:
Procedure: gastrectomy. According to the reporter: by preparation for surgery, the instrument was loaded, and the needle came off of the device. The instrument was not used for pt. Another device was used to complete the case.

Manufacturer narrative:
(B)(4)